Manufacturer narrative:
Thv/tvt registry. UDI number: (B)(4). Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices), patient factors (advanced age ¿ 90 years, chronic prednisone use, fragile) likely contributed to the lv perforation by the guide wire and subsequent death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the edwards lifesciences implant patient registry, a correspondence was received from a tavr patient¿s spouse that the patient expired on the day of the tavr procedure due to ¿complications¿. Medical record review revealed during a transfemoral tavr procedure, a 29mm sapien 3 valve was deployed in the aortic position. Post valve deployment, the patient developed severe hypotension and a pericardial effusion was observed. A pericardial drain was placed, and large amounts of blood were removed. The patient required multiple transfusions of blood and blood products. The decision was made that open surgery would be futile and the presumed left ventricular (lv) wire perforation/effusion would be managed without further invasive measures. Following discussion with the patient¿s family, the decision was made not to escalate care. The patient expired the evening of the tavr procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).